Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed. A field service engineer (fse) open the back panel and inspecting the drawer, there were no lights on either the module controller or the drawer controller. The drawer controller tested bad, so both the drawer controller and module controller were replaced. All cubies were released and checked for debris, and none were found. The drawer was restored to the bus and functioning properly. The system functioned as intended after the field service engineer repaired the device.